Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure following deployment of a 23mm sapien valve, the patient developed pulseless electrical activity (pea) requiring initiation of cardiopulmonary bypass (cpb), ventricular tachycardia requiring cardiopulmonary resuscitation (CPR), coronary occlusion requiring additional stenting, and central aortic insufficiency (cai) requiring implantation of two additional sapien valves. Per the report, this elderly male has an extensive history of coronary artery disease/cad (5 vessel CABG, 4 separate pci procedures, and recent cath revealing occluded svg). During the tavr procedure it was decided not to perform balloon aortic valvuloplasty (bav) prior to placement of the valve as to minimize paravalvular leak (pvl) following deployment of the valve. The 1st valve was placed across the native annulus and positioned 50:50. Due to the patient's low ejection fraction (35%), short pacing bursts were used for placement prior to valve deployment. The valve was deployed under rvp. Following deployment, the patient's blood pressure (bp) remained in the 50s systolic. Echo imaging showed mild pvl and wire related cai. Thereafter the patient developed pea and was placed on cpb. While being placed on bypass, the patient also developed ventricular tachycardia (vt) and was shocked. Once on support, the patient's blood pressure stabilized. Echo showed a dyskinetic posterior wall. Coronary angiogram was performed and showed an occluded svg to circ/om; the svg-lad was patent. While prepping for pci, the patient developed vt again and was shocked x 3. They performed successful aspiration of clot using a catheter and stenting of the svg was performed. The cpb was weaned down and eventually turned off. Once off cpb, the aortic valve revealed moderate to severe central aortic insufficiency (cai). Short axis view showed only 2 leaflets were functioning. Manipulation of the leaflets with a catheter was unsuccessful. The patient blood pressure (bp) was low and it was decided to implant a second valve. A second 23mm sapien valve was prepped and deployed within the previously placed valve under rvp. Echo imaging then showed severe cai. Visualization of all three leaflets was seen in the short axis view. The patient's diastolic pressure was 45-50mmhg and was on an epi drip. Cpb was currently not in use as the physician had utilized the procedural sheath for access for the cpb. It was unclear as to why there was severe cai, however the patient remained stable. Manipulation with catheter and forceful injection with aortogram were attempted. It was then decided to deploy a third valve within the annulus, this time slightly more aortic as to try and catch any potential native leaflet/calcium overhang. The third sapien valve was prepped and placed more aortic. During deployment of the third valve, the valve slipped down from the initial placement to within the two other valves. Follow up echo showed only mild cai and three fully functioning leaflets. The left femoral access was closed using the cross over technique and suturing. The patient left the cath lab in stable condition.

Manufacturer narrative:
This patient was randomized to the (B)(4) clinical study for aortic stenosis. He underwent transfemoral implantation of three 23mm edwards sapien transcatheter heart valves. Fluoroscopy imaging for this case was submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards's medical staff. Observations: severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, mac. Patient s/p CABG and stent placement; stents within old vein graft. Poor coaxial alignment with lateral bias of delivery system and valve. Poor image intensifier angle without visualization of middle sinus. Valve position 50/50. Ventilation held, without loss of pacing capture. No post deployment aortagram available for review. Valve-in-valve #1, with valve position slightly aortic. Valve moves ventricular during deployment, such that the two valves are superimposed. Post valve-in-valve aortography demonstrates aortic regurgitation. Positioning of 2nd valve-in-valve 5-6mm aortic, however, during deployment the valve moves ventricular such that the end result shows the 2nd valve-in-valve in the same position as the prior two valves. Post 2nd valve-in-valve aortagram is unavailable for review. Impressions: apparent severe ar post sapien deployment, ostensibly due to nfl, cannot be confirmed by the cine images provided. The valve was deployed canted in a severely calcified aortic annulus, suggesting the possibility of native leaflet interference with sapien leaflet mobility. However, this cannot be confirmed in the absence of tee images. By similar reasoning, the post valve-in-valve ar may also be ascribed to native leaflet interference of sapien leaflet mobility, however, this cannot be confirmed. The device remains implanted in the patient. A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, aortic insufficiency, and arrhythmias are known potential complications associated with the transaortic valve replacement (tavr) procedure. The IFU also contraindicates the use of this device in patients with untreated clinically significant coronary artery disease requiring revascularization. Furthermore, deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The exact cause for the pea and ventricular tachycardia (vt) is not known, however, there are multiple potential patient factors that could contribute to these arrhythmias. Vt could be associated with the patient's poor ventricular function (ejection fraction 35%), significant cad, and intra-procedure thrombosis of the svg to circ/om. In addition, there are multiple patient and procedural factors that appear to have caused or contributed to the sequence of events that resulted in the multiple valve placements (e.g. Severe native valve calcification, poor coaxial alignment of the valve and delivery system prior to deployment, poor image intensifier angle). No further actions are required at this time. Please reference manufacturing report (B)(4) for the second valve implanted.